Manufacturer narrative:
Inspiration valve was replaced. After the replacement, device functions as intended.

Event description:
Hamilton medical ag received the following event description : "tf5509,9907 alarm has occurred (during standby). Normal operation of the ventilator on the test after replacing the inspriation valve(p/n 10082605)."